Event description:
Our affiliate in another country, is reporting a surgeon in another country, removed two spiralok anchors that were originally implanted in 2006. The patient had some pain and discomfort and the surgeon performed a second surgery in seven months later. The original bicep tendon repair had become dislocated and there was a small amount of inflammation at the site. The surgeon removed the two spiralok anchors.

Manufacturer narrative:
The surgeon removed the two spiralok anchors and repaired the rotator cuff with two mitek titanium anchors. The product is not available, which precludes conducting a root cause failure analysis. No batch number was supplied, which precludes conducting a build record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. However, the IFU has warning and adverse effect statements about the possibility that..." Long term absorbable suture may act as a foreign body over and extended period of time. Also.... Absorbable implanted devices can cause mild inflammatory and foreign body reactions. We consider this reported event to fall within these warnings and so is noted anomaly. No further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.